Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of incident. Customer reported that there were air bubbles in the reservoir during fill process. Customer declined to further troubleshoot. The product is not expected to return for analysis.